Manufacturer narrative:
(B)(4).

Event description:
It was reported the device delivered inappropriate shock during an atrial tachycardia episode with one to one atrioventricular conduction, which was interpreted as ventricular tachycardia. No patient symptoms were reported. Device reprograming was recommended.